Event description:
Infant patient was resting in a bassinet under an infant warmer with an oxygen hood in place. Oxygen hood was placed over the infant's head and was attached to an oxygen air blender for administration of 100% oxygen. As the staff approached the bassinet, they observed a flash of flames under the oxygen hood. Staff removed hood and removed oxygen from the wall. Staff used a blanket to extinguish the fire.

Manufacturer narrative:
All information for this report is from user facility. Event was unknown to maxtec, until user facility faxed a copy of the MDR to us on 02/01/2008. The product has not been analyzed yet. Sales representative from maxtec, was allowed to view product and take pictures; in approximately two weeks maxtec engineers will be allowed to view product in user facility, and analyze product.